Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the left eye was the involved eye. Photo refractive keratectomy was performed in the post operative period and the patient is doing well.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during corneal flap creation there was an exit of gas at the epithelial layer at eleven hours resulting in it being impossible to raise the flap. Additional information requested.